Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. (B)(4). The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an open sigmoidectomy, the firing knob was stuck and broken off at about two-thirds point from the proximal end at the 2nd firing of functional end to end on the colon. Then, the broken knob was pushed to the distal end and returned it to home position with a pean forceps. The firing knob seemed to be stuck when the device was fired across an existing staple line. Another device was used to complete the case. There were no adverse consequences to the patient.